Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, five 5f pigtail (pig), 110cm super torque marker band (mb) diagnostic catheter were shown flaking off in the package. There is no reported injury to the patient. The catheters were not used in a patient. The devices will be returned for analysis.